Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead had physical damage on the insulation area after several years of being implanted. The physician performed a surgical intervention and this rv lead was surgically abandoned and a new lead was then successfully implanted. No adverse patient effects were reported. The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. (B)(6).